Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a time anomaly on the insulin pump. The customer's blood glucose reading was 444 mg/dl. The customer stated that the time changes by itself on the pump. The customer stated that the gain is greater than 3 minutes within 10 days. The customer stated that the gain is greater than 9 minutes within 30 days. The customer declined to troubleshoot for high blood glucose readings. The customer will send the pump back because the bolus and basal was slow. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.